Event description:
(B)(4) report rec'd: "when initiating IV-lipids, tubing noted to be leaking inside alaris pump chamber. An error that reached the pt but did not cause harm." The customer was contacted. The customer stated that the "tubing leaked and the user disconnected it from the pt's saline lock." There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been rec'd but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.